Event description:
A (B)(6) distributor contacted zoll customer support to report that an unk german pt reported a damaged cable and check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation, cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.